Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead connected to this device was surgically abandoned and replaced due to noise and oversensing. This pacemaker remains in service with the patient's new ra lead. No additional adverse patient effects were reported.